Event description:
It was reported the during a da vinci total benign hysterectomy procedure, it was noted that there was a loose cable at the tip of the mega suturecut needle driver instrument. No missing or fallen pieces were reported. The planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found no loose wires on the instrument. Failure analysis investigation found the instrument grip cables were derailed. The one grip close cable was derailed at the distal idler pulley. The grips were able to open and close, but movement was not precise. The cable derailment was likely due to the cable losing contact with pulley during wrist articulation. The fleet angle between the proximal and distal pulleys contributed to derailment. There were scratches on the surface of the distal pulley. The instrument grip cables was frayed. The grip cable was frayed at the distal idler pulley. The frayed strands stuck out at the wrist. The other cables at wrist were not damaged. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.